Event description:
It was reported to philips that the system could not emit x-ray due to a defective x-ray tube. The device was in clinical use at the time of event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary procedure was completed by using large focus. A philips field service engineer (fse) went onsite and found that the inductance values both filament focal points are 7.6 mh. Analysis of system log file indicated 03hj error. The fse replaced the tube and returned to philips for further analysis. The analysis confirmed that the root cause was due to small filament blow. Following replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.